Event description:
V-60 stopped working while patient was wearing it. Rn took patient off v-60 and informed rt. Rt removed equipment and tagged it defective. Rt replaced defective equipment with a new one.